Event description:
It was reported that the patient presented to the facility status post cardiac arrest. The patient was found unresponsive by their daughter with active low flow alarms. The pump remained on and running. It was noted that when emergency medical services (ems) arrived they disconnected the patient's controller from the mobile power unit (mpu) and never connected the controller to batteries for transport. The patient arrived to the facility with the left ventricular assist device (lvad) running on external backup battery (ebb) power. It was also noted that the controller's time was an hour off. Log file review captured power cable disconnect, low power hazard, and no external power events on (B)(6) 2022 between 12:09:25 and 12:11:52. Low flow alarms occurred intermittently between 12:36:37 and 12:38:15. The patient ultimately expired on (B)(6) 2022 due to cardiac arrest.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these findings could not be conclusively determined. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022 12:03:28 through (B)(6) 2022 05:48:10, per the timestamps. Intermittent low flow faults were captured on (B)(6) 2022 between 12:36:13 and 12:38:37 when the estimated flow dropped below the upgraded low flow threshold of 2.0 liters per minute (lpm), to a range of 0.6 ¿ 1.9 lpm. Of these faults, 3 lasted long enough to trigger low flow hazard alarms, which lasted between 10 and 30 seconds each. Despite the observed events, the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the reported events and the pump¿s return status; however, no additional information was provided, and the pump has not been returned to date. If heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.